Event description:
It was reported that the customer though the pump was not delivering insulin. Customer could not do the high pressure test. Customer's blood glucose level was 21 mmol/l and he had taken four units of insulin. Customer stated that the blood glucose level went down to 12 mmol/l and later 6 mmol/l. Customer's blood glucose level went down to 3.9 mmol/l. Customer was advised to drink a glass of orange juice, but his blood glucose level increased. Customer was sent a tubing clamp. No additional info provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).